Event description:
An altitude alarm was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, technical support arranged for a replacement pump to be sent and instructed the customer on returning the problematic pump and the steps to take with the new pump upon its arrival. The customer acknowledged understanding of these instructions.